Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had an infusion set leak. Customer states that the location of the leak was the infusion set cannula. Customer's blood glucose level at the time of the incident was unknown. The customer experienced a high blood glucose level of 299 mg/dl. Customer treated the elevated blood glucose level with a correction from her insulin pump. The infusion set is expected to be returned.